Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and selftest. No insulin pump error alarms noted during testing. Unit received with pillowing keypad overlay and scratched case. Moisture damage on motor assembly and corroded force sensor assembly.

Event description:
Information received by medtronic indicated that insulin pump received insulin pump error alarm. The insulin pump was exposed to high magnetic environment. Customer was able to successfully clear alarm and was able to complete rewind. Customer performed displacement test and self test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.